Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hips, tissue damage, necrosis and exposure to metal debris reported. The acetabular cup remained implanted.

Manufacturer narrative:
These combination of devices constitutes an off label application in the united states.